Event description:
The bellavista 1000 ventilator was being used on a patient when it shut down suddenly. The ventilator rebooted with a screen that stated, "service password." The respiratory therapist could not reset the system. The ventilator needed to be switched out with a new ventilator. Manufacturer response for bellavista 1000 ventilator, bellavista ventilator (per site reporter). We left a message.